Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 407652, implantable pacing lead, implanted: (B)(6) 2010. Product ID: 407645, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device was unable to be interrogated. Pacing could clearly be seen. Technical service rep advised to check the magnet rate of the device with a magnet. It was also advised to interrogate the device with a different programmer. The device remains in use. No patient complications have been reported as a result of this event.